Manufacturer narrative:
Device not returned.

Event description:
A perceval pvs27 was implanted on (B)(6) 2019. The patient had very severe calcification in the annulus and in the ascending aortic wall. After removing the calcified part, sizing was performed in the presence of the proctor, dr. (B)(6), and perceval xl was selected and implanted. The patient was originally with sinus rhythm. At 6 am on (B)(6), av block occurred. A pacemaker was implanted on (B)(6).

Manufacturer narrative:
The manufacturing and material records for the perceval heart valve, model #icv1211 , s/n # (B)(4), as they pertain to the reported event, were retrieved and reviewed by quality engineering at livanova canada corp. The results confirmed that this valve satisfied all material, visual, and performance standards required for a (model #icv1211) perceval heart valve at the time of manufacture and release. Based on internal clinical assessment, the relationship of the device to the identified conduction disorder was deemed to be unknown. The event was therefore reported in a conservative manner. The complete manufacturing and material records review confirmed that this valve satisfied all material, visual, and performance standards. As the device remains implanted no further investigation is possible at this time. Conduction disorders are common in patients with aortic valve diseases. As a result, it is common for patients to receive a permanent pacemaker implantation after aortic valve replacement. Risk factors include preexisting conducting disease and preoperative aortic regurgitation. This event is therefore a known, inherent risk of the procedure; however, the root cause of this event remains unknown.